Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had up and down button was sticking. The customer¿s blood glucose level was unknown. Customer stated that threads on battery compartment had dulled down to the point and it was difficult to screw battery cap on. Customer also stated that making it harder to bolus at times and slightly delaying the bolus process. The insulin pump will not be returned for analysis.